Manufacturer narrative:
This event occurred in (B)(6). - (B)(6).

Event description:
The customer received questionable elecsys tsh assay and elecsys ft4 ii assay results for one patient from a cobas e 801 module. From an aliquot of the sample, the initial tsh result was 1.17 mie/l and initial ft4 result was 31.2 pmol/l. These results were reported outside of the laboratory and were questioned by the doctor. On (B)(6) 2018, the primary sample tube was repeated on the same cobas analyzer. The tsh result was 2.28 mie/l and ft4 result was 16.6 pmol/l. The primary sample tube was also repeated on another cobas analyzer. The tsh result was 2.38 mie/l and ft4 result was 16.5 pmol/l. There was no allegation of an adverse event. The tsh reagent lot number was 283556 with an expiration date of 02/28/2019. The ft4 reagent lot number was 303203 with an expiration date of 04/30/2019.

Manufacturer narrative:
Calibrations for ft4 and tsh were not acceptable. The customer is not following the manufacturer's recommended calibration schedule. Based on acceptable qc recovery, there was no indication of a reagent or instrument performance issue. The alarm trace did not indicate an issue. The investigation was unable to determine a specific root cause.

Manufacturer narrative:
The investigation determined the root cause of this event is deterioration of system reagent procell ii m. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.